Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred; there was no pump display. Customer plugged pump into power source and pump display turned on. Blood glucose was 110 mg/dl.